Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-aug-2023 : investigation summary fifty samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples expelled the solution with a normal flow. Furthermore, a device history record review was completed for provided batch number 2188472. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle the needle was clogged. This occurred up to 10 times. There was no report of patient impact. The following information was provided by the initial reporter: all of the nurses have experienced problems with the recent lot number 2188472 of the prevent 5g needles, 25 gauge, 1 inch. The vaccine liquid won¿t go through the needle or only goes through with great effort. We do have 3 new boxes of 25g, 1¿ but unfortunately they¿re the same lot number. I was hoping we could get 5-10 boxes of these needles from a different lot. Ordinarily the prevent 5g are amazing, we¿ve never experienced this problem before, but the past week or so, it¿s happened 5-10 times.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle the needle was clogged. This occurred up to 10 times. There was no report of patient impact. The following information was provided by the initial reporter: all of the nurses have experienced problems with the recent lot number 2188472 of the prevent 5g needles, 25 gauge, 1 inch. The vaccine liquid won¿t go through the needle or only goes through with great effort. We do have 3 new boxes of 25g, 1¿ but unfortunately they¿re the same lot number. I was hoping we could get 5-10 boxes of these needles from a different lot. Ordinarily the prevent 5g are amazing, we¿ve never experienced this problem before, but the past week or so, it¿s happened 5-10 times.